Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, and verified that the function was inherent to the monitor and not a configurable setting; no option exists to disable it in the IFU (instructions for use) for rev n. The customer was informed that the 60-second pause alarm when the monitor exits standby or powers up cannot be disabled through configuration setting and that the end user can touch the pause alarms/acknowledge key and enable alarms. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that when the device was docked and turned on from standby there were no alarm for the patient for 60 seconds. The device was in use on patient at time of event, there was no adverse event reported.